Event description:
The following has been reported: biomed reported: pump problem. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we wont always be able to revisit the same pump multiple times at this high volume of failure to pull logs. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). During initial evaluation it was seen the fva pins and loading pins had excessive drag and was not able to perform an infusion. A cleaning to the exterior of the fva and loading pins freed them and the pump was able to pass a mock infusion. An internal investigation was performed and the aforementioned pins had signs of debris buildup on them. New lip seals for fva and loading pins are required.